Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedence reading, indicating posible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. X-rays reviewed by treating nerulogist revealed a break in the lead. It was reported that it is unk how the break occurred as the pt does not manipulate the device through the skin and there was no known injury or trauma that may have damaged the ncp system. There are no plans for revision surgery at this time as the pt's family member's are not sure whether they want family member to go through surgery.